Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, while in use on a patient a 980 ventilator generated an oxygen (o2) sensor out of range error message. The patient was not harmed or injured as a result of the event.